Manufacturer narrative:
The lot number for the malfunction was not provided. The device has not been returned for evaluation; however, medical records were received and reviewed. The investigation confirmed for malposition of device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model rf400f vena cava filter allegedly experienced malposition (tilt) of device. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) year old male whose weight was not reported.